Event description:
The pt underwent breast augmentation with mentor siltex gel filled mammary prostheses in (B)(6) 2007. Ub (B)(6) 2014, the pt was diagnosed with alcl. The devices were removed in (B)(6) 2014.